Event description:
It was reported that the user received urgent low-soon alerts and experienced fluctuating blood glucose while using the ilet, with a high of 291 mg/dl followed by a low of 76 mg/dl on the first day of use; the user ingested a small amount of fast-acting carbohydrate, after which glucose rose to 106 mg/dl and later measured 98 mg/dl. Symptoms included low blood glucose alerts without loss of consciousness, dizziness, or other acute complications. Outcomes included self-management with oral glucose and no medical intervention or hospitalization. Investigation included case review, user education on the learning phase, and attachment of the device data report. Investigation of this case revealed no device malfunction and suggested that early-use adaptation and prior hyperglycemia likely contributed to the subsequent low. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.